Event description:
Alleged deflation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the shell resulting in outer lumen deflation. Updates made to sections b5, d9, g3, g6, h2, h3, h6, h10.

Event description:
Deflation resulting in explantation